Event description:
N/a

Manufacturer narrative:
Updated fields: b4, d9, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that the unit was not properly attached to the iab cart. Fse reattached it to the iab cart. The device passed all applicable calibration and function checks according to manufacturer specifications and is now ready for patient use.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) experienced a battery charging issue prior to use. There was no patient involved. No harm or injury to the patient was reported.

Manufacturer narrative:
Due to characterization limit e1 event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h6, h11. Corrected fields: d5, e1, e2, e3, g2.

Event description:
N/a.